Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, ¿microcalcification,¿ ¿simple cyst,¿ and ¿lobulated contours.¿ the device has been explanted.